Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer¿s blood glucose level was 141 mg/dl. A supply change was performed resolving the occlusions. System check could not be performed as the occlusions occurred in the past.